Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9735774, serial/lot #: unknown. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the usb cable was replaced. (B)(4). The usb cable was returned to the manufacture for evaluation. After visual/physical examination the reported issue was confirmed. The center divider on the returned usb cable had been pushed to one side blocking one port. The contacts were bent and broken on the other port with the key tab missing. The cable is not usable as is. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system had a damaged usb. No patient was present at the time of the event.